Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device was not fractured and is not a reportable event.

Event description:
Upon receipt of additional information it has been determined that the reported device was not fractured and is not a reportable event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the drill bit fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.